Manufacturer narrative:
(B)(4) follow up. It was reported there was a pin hole in the hub of the needle. A device history record review was completed by our quality engineer team for provided material number 305167 and lot number 2228395. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time.

Event description:
Additional information received no adverse event or serious injury reported. Material # 305167; batch # 2228395. It was reported by customer that the pin hole in hub of bd precision glide needle allowing for leakage of medication during sterile compounding. Verbatim: rcc received a complaint via email. Email(s) attached. Pin hole in hub of bd precisionglide needle allowing for leakage of medication during sterile compounding. Occurred on three separate instances with needles from the same lot. Model #: 305167. Lot #: 2228395.

Event description:
Material # 305167. Batch # 2228395. It was reported by customer that the pin hole in hub of bd precision glide needle allowing for leakage of medication during sterile compounding. Verbatim: rcc received a complaint via email. Email(s) attached. Pin hole in hub of bd precisionglide needle allowing for leakage of medication during sterile compounding. Occurred on three separate instances with needles from the same lot. Model #: 305167. Lot #: 2228395.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.